Event description:
Registered nurse (rn) removed oral care swab from plak-vac custom kit and dipped in sterile water to provide oral care to patient. Just before swabbing the mouth, the rn noticed brown on the edge of the swab. Rn immediately discontinued use and opened another plak-vac kit to swab baby with.